Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2016 with transient light sensitivity syndrome (tlss). The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye one day post treatment, glare and halo at night in both eyes and dryness in both eyes. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 1.50 x -.75 x 3, left eye pre-op 20/20 1.50 x -.25 x 119. It was reported that patient did not complaint of tlss symptoms at 2 weeks. Symptoms in both eyes were observed at the mall with bright light.